Event description:
The customer reported to olympus, the forceps elevator wire of the duodenovideoscope was completely cut off. Inspection and testing of the returned device found inside of the light guide lens was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of cut forcep elevator wire was not confirmed. The device evaluation found the forceps elevator had foreign material, however, the device was not reprocessed prior to pick-up. It was found that the forcep elevator wire was not broken. There was low angulation. The forceps control lever was damaged. Due to damage on k-pipe, water tightness was lost. Due to a pinhole on distal end, water tightness was lost. Due to dirt on the light guide lens, illumination was uneven. The nozzle was deformed. The adhesive around light guide lens had discoloration. The forceps elevator had foreign material. The adhesive on the distal end was detached. The angulation was low. There was knobs play. The image guide protector had a cut. The forceps channel port had a dent. The forceps control lever was damaged. The universal cord had a dent. The water supply connector was loose. The light guide-cover glass was corroded. In addition, the scope cover, the grip, the connecting tube, the sswitch box, the objective lens, the plastic distal end cover, the scope connector cover unit, and the universal cord were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the dirty light guide lens could not be determined. It is possible that the light guide lens glue was peeled by physical stress, such as hitting or dropping the distal end, or chemical stress. This may have caused humidity to enter the light guide lens and cause corrosion. The instruction manual identifies verbiage do detect issues in, "tjf type 150 operation manual, chapter 3: preparation and inspection", which may have prevented the phenomenon. Olympus will continue to monitor field performance for this device.